Manufacturer narrative:
The device was evaluated and the reported failure by the customer was confirmed. Upon visual inspection the bearings on the rotor assembly were found to have failed as a result of corrosion damage. The bearings function to reduce friction during rotor rotation in the motor coils; corrosion buildup can prevent the bearings from reducing the friction and can result in heat generation. The device was repaired and returned to the customer.

Event description:
It was reported that the drill was overheating during a procedure. There were no adverse consequences related to this event. The procedure was completed with a back up device.